Event description:
It was reported that bd arterial cannula 20g/45mm blood leaks out of control plug the following information was provided by the initial reporter: (B)(6) 2024 14:15 when monitoring invasive arterial blood pressure was given as prescribed, and an invasive arterial needle was left in place, blood oozing out of the connection of the arterial needle hose was noted after it was left in place. Replace with a new product for the patient.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
No photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined.

Event description:
(B)(6) 2024 14:15 when monitoring invasive arterial blood pressure was given as prescribed, and an invasive arterial needle was left in place, blood oozing out of the connection of the arterial needle hose was noted after it was left in place. Replace with a new product for the patient.